Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658:0000 was confirmed during product evaluation. This condition was caused by a defective panel lock out key. The main speaker assembly (which includes the lockout key) was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a baxter (B)(4) technical services to report a colleague infusion pump with failure code 500:320:658:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.